Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The integra product manager reported on behalf of the user facility the following incident: the product was made to the physician specifications. The product was a grid with 16 standard sized contacts and 28 micro contacts. The grid was placed temporarily on the patient's cortex and monitored through the 16 standard contacts, which functioned normally; however, the micro contacts were observed to be "rough" due to the 1mm length of the contact wires, upon review of the special product.